Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a patient and a health care provider via a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal pain, radiculopathy, and other. It was reported that the implanting physician was never able to advance a lead up into the patient's cervical spine, and that she currently has one lead high thoracic. The implanting physician went through 2-3 leads to place the one lead. It is the plan in (B)(6) to place a lead in the cervical spine from an open procedure and placing the lead starting at t7/6 or 5. On (B)(6) 2016, stimulation was working well for left arm pain (80% relief). The patient was still complaining of neck pain and headaches. On (B)(6) 2016, the patient reported that she does not have any more left arm pain, but she still suffers the neck pain and increased headaches. That patient is to be reprogrammed in a few weeks to see if she can get any coverage higher than what it is. The patient's medical history includes type ii diabetes. Additional information has been requested regarding the root cause of the leads not advancing into the patient's cervical spine, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that root cause of the lead not advancing up into the patient's cervical spine was due to anatomy. They noted that the reason why 2-3 leads were needed to place the one lead in the high thoracic location was that the inner sheath needs to be stiffer in order to steer the lead (it was difficult to steer). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
In the previous submitted MDR, the second sentence should read: they noted that the reason why 2-3 leads were needed to place the one lead in the high thoracic location was that the inner stylet [not sheath] needs to be stiffer in order to steer the lead (it was difficult to steer).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.